Event description:
It was reported that during a percutaneous treatment procedure, a balloon rupture and shaft fracture occurred. The lesion being treated was located in the cross femoral graft. The 7.0 x 40, 75cm mustang balloon balloon ruptured in the middle of the balloon catheter. The balloon catheter broke in half, separating from the proximal portion of the balloon catheter. The physician attempted to remove with a snare, but could not get the piece of the balloon catheter and balloon material out. The patient was sent to surgery to remove the balloon catheter and balloon material. No further patient complications were reported and the patient's status is fine. The patient was discharged today two days post procedure. Additional information was requested, but not available.

Event description:
It was reported that during a percutaneous treatment procedure, a balloon rupture and shaft fracture occurred. The lesion being treated was located in the cross femoral graft. The 7.0 x 40, 75cm mustang balloon balloon ruptured in the middle of the balloon catheter. The balloon catheter broke in half, separating from the proximal portion of the balloon catheter. The physician attempted to remove with a snare, but could not get the piece of the balloon catheter and balloon material out. The patient was sent to surgery to remove the balloon catheter and balloon material. No further patient complications were reported and the patient's status is fine. The patient was discharged today two days post procedure. Additional information was requested, but not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - initial examination of the returned device noted that the balloon material was torn circumferentially. It was noted that the single lumen shaft was broken. The distal portion of the balloon was not returned for analysis. The single lumen shaft measuring 110mm was returned very stretched and the radio opaque (ro) markerbands were detached. A tactile examination of the remainder of the shaft found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).